Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Wire broke off between teeth and is stuck [foreign body in gastrointestinal tract] wire from brush head broke off, bristles break off [device breakage]. Consumer sent e-mail stating a wire from the brush head broke off between the teeth, and bristles should not break off. No serious injury was reported.